Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure due to inadequate pain relief. The patient was doing well postoperatively. The devices were not returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 19660475. Brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 20042243. Brand name: infinion cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 20042250.